Event description:
Pt in surgery for a left knee arthroscopically aided anterior cruciate ligament reconstruction with patella tendon autograft. Left knee medial meniscus root repair, and left knee mcl repair. Surgeon was using a richard-allan needle 1/2 circle trocar point mayo catgut. As the surgeon was suturing the mcl, it was noted on one of the passages that the needle had broken. It was removed in its entirety. A flat plate x-ray was obtained and noted to have complete removal of the needle. Wounds were then copiously irrigated with normal sterile saline. The x-ray of right knee read by the radiologist confirmed postsurgical changes related to acl repair. No radiopaque foreign body identified. No harm to the pt.